Manufacturer narrative:
The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a blank display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of this event.